Event description:
It was reported that when using the bd pyxis medstation system, drawer 1 jammed due to incorrect closure. The customer stated that this malfunction occurred while a user was attempting to dispense medication to a patient. This issue resulted in a 30 -minute delay in dispensing medication, and the user had to request pharmacy delivery of the meds to the nursing station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that matrix drawer 1 did not open and remove the back panel due to a medication jam. A field service engineer discovered the medication jam and removed it to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.